Event description:
During evaluation of a return homechoice machine, the product analysis laboratory (pal)discovered an overfill. In the therapy session started on (B) (6) 2008, drain 8, the home patient's ultrafiltration (uf) reading was 31ml. This uf indicates that the home patient (hp) drained 31ml more than the programmed fill volume of 90ml for a total drain of 121ml. No further information is available at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Evaluation summary: no failure or malfunction of the device was identified that would have caused or contributed to the reported difficulty. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The cycle ultrafiltration (uf) log identified this overfill on (B) (6) 2008. The device will be routed to the service area.